Manufacturer narrative:
The device was received not deployed. The download data showed the device ran 45 first prime pulses before deactivation by the user. No timeouts, drive stalls or alarms were generated. No damages or defects were found that would indicate a needle mechanism failure. No other damages or defects were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy during the activation process.